Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The device was unable to be tested for the excessive no delivery alarm due to lack of button response. The following cosmetic damage was also noted: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed with an excessive no delivery and that none of the buttons were working. The patient's blood glucose at the time of incident is unknown. The customer stated that she received a button error alarm after her buttons became unresponsive, so she removed the pump and changed the battery. After the battery change the excessive no delivery alarm occurred. Troubleshooting was initiated for the button error alarm. The customer stated that the pump was tucked into her belt line. The button error and excessive no delivery alarms could not be cleared due to the unresponsive buttons. The insulin pump was returned for analysis and a replacement device was shipped to the customer.